Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or novolog/novorapid. Only humalog and novolog/novorapid have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported to have used fiasp insulin. Customer was informed fiasp was not labeled for use with the pump. Customer's blood glucose was within range (value not provided). Reportedly, customer changed insulin type to novorapid.